Event description:
It was reported that the customer was hospitalized for hyperglycemia and ketones, with a blood glucose reading over 600 mg/dl. The customer stated that prior to the event, he had a few sinus infections. The customer also stated that he uses a model mmt-399 quick-set and a model mmt-332a5868 reservoir and that he last changed his infusion set and reservoir two days before the event. The customer's perceived cause of event was absorption issues with the infusion sets, which were in his leg and may have been resting on hard tissue. Programming was correct. Troubleshooting was performed and the insulin pump passed both the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.